Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac has intermittent cycling. No patient adverse events reported.

Manufacturer narrative:
Additional information received 10 august 2021 (email): issue discovered during testing. No patient involvement h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No fault was found with the device regarding the reported problem. The cause of the reported problem could not be determined.